Manufacturer narrative:
The infection was initially reported via alternative summary reporting. Information was later received the patient is deceased.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed and replaced. It was later reported the patient never recovered from the infection and ended up passing. Additional information was requested but not received. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.